Event description:
Parent attempted to suction pediatric pt and was unable to successfully pass catheter three trach due to size. Upon examination of catheter, parent compared device to another new catheter and discovered tip was much larger than usual. 12 french and thumb part was also different color. Pt was not affected. Patient replaced catheter and suctioned pt as usual. All similar catheters were isolated and reported to rrt. All unsent stock checked for affected lot#. Parents/caregivers notified of defect and is to maintain closely. Affected catheters appear to be intermingled with other catheters and possibly shipped in the manner. Detailed message left with manufacturers rep with no return calls @ this time.